Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 5 of 5. The home patient (hp) stated that he did not disconnect prior to alarm or noticed any leaks around connections or the hc machine. The technical service representative (tsr) explained the alarm, assisted the hp to clear the alarm and remove cassette. The tsr further advised hp to contact nurse about missed therapy. During a follow up with the nurse regarding the alarm, it was revealed that the hp did report to her the alarm; however, they did not identify the cause of the alarm. Per nurse, hp did not report to her of any loose connections, disconnections or defects on the supplies. The nurse stated that the hp resumed therapy the following night. The nurse added that hp would call baxter if he had any difficulties on the hc cycler. Per nurse, hp did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.